Event description:
A letter was received from the injuries board (B)(6) in relation to a male patient who intends to seek compensation from stryker for alleged personal injury. The injuries board reported that on (B)(6) 2012, the patient visited his gp, complaining of an unusual sensation in his right knee following total hip replacement. The injuries board reported that the gp referred the patient to orthopaedic surgeon who advised that the patient had developed a squeaking of his right hip. The surgeon further advised that revision surgery would be required and subsequently performed a total hip replacement revision procedure at the hospital on (B)(6) 2012. The injuries board reported that approximately 5 - 6 months post surgery, the patient developed significant problems including discomfort and pain. The surgeon referred the patient to mr (B)(6). For alleged acute shortening, pain and failure of integration. A second revision procedure was performed by mr (B)(6). On (B)(6) 2013. This pi refers to the first revision procedure performed on (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip prosthesis. The information in this report was provided by competent authority in ireland. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.